Event description:
Account reports, after completing epidural procedure, certified registered nurse anesthetist began to remove the needle and catheter from the pt at which time the pt jumped, causing the needle to shear off approximately 1/2 - 1-1/2 cm of the catheter. A neurologist was consulted who recommended a spinal x-ray which did not reveal the location of catheter fragment. Per neurologist, no follow up necessary unless problems arise.